Manufacturer narrative:
Analysis of the catheter/sutureless connector found a non-significant indent in seal that did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n312130015, implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient complained of increased pain, withdrawal symptoms etc. There were no known environmental, external, patient factors that may have led or contributed to the event. A dye study was performed on (B)(6) 2017 and the catheter was found to not be functioning properly. No interventions or actions have been taken as yet as surgery is being authorized for catheter replacement/revision. The surgery is planned but not yet scheduled. The catheter currently remains in service but not functioning. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the catheter not functioning properly was not determined. The physician suspected a fracture possibly from friction, but would hopefully know more after surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jul-2017 and it was reported that the patient stated, ¿I just didn¿t get the pain relief that I had been for the past six years¿. The patient started losing effect two months ago after being on a stable dose for six years. The infusion rate was increased from 260 mcg/day to 270 mcg/day with no effect. A catheter dye study was done approximately two weeks ago with extravasation of dye observed where the catheter entered into the spine. There was an obvious fracture where the catheter entered into the spine. There were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced today. The physician made the decision to leave portions of the existing 8709 and 8596sc catheters implanted in the patient except for a 4 cm segment attached to the explanted pump. The original spinal/pump connection was not visualized during surgery today. The remainder of the existing catheter was tied off with a silk tie and remained in patient. The pump was electively replaced as pump eri (elective replacement indicator) was 14 months. It was unknown if the issue was resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. The pump had been delivering morphine (1000 mcg/ml at 270 mcg/day). The new pump was set to deliver duramorph (1000 mcg/ml at 260 mcg/day) with ptm (personal therapy manager) setting of 50 mcg with a lockout every three hours and a maximum of four per day. The patient¿s medical history included hypertension, bipolar disorder, depression, insomnia, hypothyroid, restless leg, and low back chronic pain. The patient was allergic to percocet. The patient¿s concomitant medications included lisinopril, tylenol, lithium carbonate, lorazepam, seroquel, ambien, synthroid, and requip. No further patient complications have been reported as a result of this event.